Event description:
Customer reported the luer lock mechanism broke off during use. There was no report of patient harm or medical intervention. No further patient/event information is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. (B)(4). Although requested, the blood collection device has not been returned. A follow up report with failure investigation results will be submitted should the device be received for evaluation.